Event description:
Patient's meter was reading inaccurately low. Medical affairs specialist spoke with patient in 2002 and reported that they had been storing their test strips outside the vial ever since they could remember. They were obtaining low readings, such as "32 mg/dl, 39 mg/dl and 45 mg/dl" (date/time unknown). Due to the low blood glucose readings, they stopped taking their set amount of insulin. Their daily insulin regimen was "40" units of n and "10" units of r in the morning and "15" units of n and "5" units of r in the evening. During the couple of days that they stopped taking their insulin, they started feeling tired and woozy. Due to their symptoms, they decided to visit their physician. Their physician obtained a "300 mg/dl" reading and treated them with an insulin shot. They were asked to get a meter replacement. The customer service representative replaced their test strips, control solution and check strip on 10/15/2002, medical affairs specialist replaced items on 10/21/2002, because indicated that they never received the items.